Manufacturer narrative:
All available information was investigated and the reported clip open during efaa was not confirmed via returned device analysis. The reported improper or incorrect procedure or method (failure to follow steps / instructions) could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip open during establishing final arm angle. The improper or incorrect procedure or method was due to the user error of under-straddling the devices. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. The first clip was placed commissural on the anterior and septal leaflets (a/s). It was noted that gaining height above the valve with a second clip [31025r2005] was difficult. To gain height, full - knob and slight under-straddling was performed. As this was not sufficient it was under-straddled more and + knob was used to steer down to the valve. This caused tension on the cds. The second clip could not pass establish final arm angle (efaa) during pre-deployment. The clip was closed to 10 degrees before opening, and opened to 40-50 degrees. Troubleshooting was performed, and the clip could not pass efaa. The clip was removed from the valve and retracted to the right atrium, and efaa was successful. A grasp was performed again, and efaa did not pass. The clip was removed and replaced. The replacement or third clip used in the procedure, was attempted to be placed central on a/s. Leaflet insertion assessment was satisfactory. After deployment, the clip detached from the septal leaflet. Per the physician, the single leaflet device attachment (slda) was most likely due to tension of the annulus. The clip remained stable on the lateral leaflet. A fourth clip was placed mid on a/s (between the first and third clip). The fifth clip was placed commissural on the posterior and septal leaflets (p/s). The tr was reduced to grade 2 with a total of 4 clips implanted. There were no adverse patient sequelae or clinically significant delay.